Event description:
It was reported that the coil protruded at the catheter's tip. A 6mm x 20cm interlock embolic was selected for use. During the procedure, it was noted that the coil got stuck inside the distal part of the catheter. However, upon removal of the catheter and coil, the coil protruded from the tip of the catheter. The coil was pulled out as it was the procedure was completed with a different device. No complications reported and patient was good post procedure.